Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the trunk cable connector and overboot were cutoff and missing. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run incoming testing.